Event description:
It was reported that the device cassette detection sensor was defective and needed repair. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the lcd display missing segments and the downstream occlusion (dso) sensor damaged. Event history log review was not applicable. Functional testing was able to replicate and confirm the reported issue; the dso sensor containing the cassette detection switch was damaged. The root cause was unknown. The dso sensor was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.